Event description:
It was reported that during an esophagectomy procedure, the device fired malformed staples. The procedure was completed with another device. There was no adverse patient consequence.